Event description:
A cgm error 42 was reported, but the pump did not come out of storage mode recently. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with a pump reset, after which the cgm error code did not reappear. The caller was advised to wait 20 minutes before starting their sensor session, and they acknowledged this instruction.